Event description:
The customer reported the battery cannot charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will b e submitted once the investigation is complete.